Event description:
The user alleges that, when using a disposable breathing circuit, there was a 1" plastic piece inside the laryngeal mask airway (lma). The lma is not supplied by portex with this circuit. There was no pt compromise reported.